Event description:
Dealer stated that the xpo100 portable concentrator has no power.

Manufacturer narrative:
(B)(4) has been initiated for this issue. Model xpo100, serial number/date code (B)(4) is approximately 2 years old. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.